Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
It was reported to philips that the device had a black screen. The device was in clinical use at the time of the event. This issue was found during set up for use. Another v60 was brought in for patient use, and there was no delay to patient care. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The customer refused repair of the device for the screen. No parts were replaced and the device remains at the customer site.